Event description:
Additional information received from the patient noted that steps taken to resolve the abdominal pain and uti: the patient went to the emergency room and they recommended the patient turn it off. Regarding if the abdominal pain and uti had been resolved, it was noted: yes - but it took 6 weeks in the hospital and back and forth to the patient's pcp (primary care provider) , another doctor and his pn.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0cvem, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported experiencing abdominal pain and having a urinary tract infection (uti) in (B)(6) 2015. The nurse practitioner had been increasing medication; the patient was not sure if the pain was related to the device. Cause, troubleshooting, diagnostics, actions, and outcome remain unknown. Follow up is being conducted to obtain additional information. The indications for use included gastrointestinal/pelvic floor.